Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Performed visual inspection on the returned meter. No observations. Turned on meter by pressing the button and inserting retain test strips. Performed control solution test on returned meter. All control solution test results were in specifications and were satisfactory. No product deficiency was identified. The reported readings were not found in the meter's memory. This also serves as a correction report. (PMA/510(k)#) was incorrectly documented in the initial MDR 30 day report. PMA/510(k)# has been updated.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 122 mg/dl, 52 mg/dl, 67 mg/dl, 78 mg/dl, 49 mg/dl, 58 mg/dl and 35 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 122 mg/dl, 52 mg/dl, 67 mg/dl, 78 mg/dl, 49 mg/dl, 58 mg/dl and 35 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.